Event description:
Device malfunction: failure to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician un-trained in the use of the starclose se device attempted arteriomy closure of the left common femoral artery after an interventional procedure. Reportedly, the thumb advancer could not be advanced more than one inch and the clip appeared to be sticking out of the distal end of the device. Thumb advancer deployment was stopped, the safety release buttons were activated and the device was removed from the patient anatomy. The artery was sutured close and manual compression was applied to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.